Manufacturer narrative:
Detailed product information was not provided to bsc. Because the lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a dissection was identified resulting in additional intervention. An enroute transcarotid neuroprotection system (nps) was selected for use in the left sided transcarotid artery revascularization (tcar) procedure. During the procedure, the left common carotid artery was dissected while placing the arterial sheath of the nps resulting in the inability to advance the guidewires. The physician elected to convert the procedure to a carotid endarterectomy (cea).